Event description:
Consumer claims the controller of his heating pad was in-between the couch cushions and alleges that it caught on fire and resulted in damage to the couch and carpet. No injuries were reported with this incident.

Manufacturer narrative:
It appears the controller was hung up between two couch cushions and laying on the black vinyl covering below the cushions when the incident occurred. This is abuse of the product and a direct violation of the instructions and warnings provided. This incident is the direct result of the abuse/misuse of the product.